Event description:
It was reported the surgeon "needed to fix the dorsal plate (advansys) on the bone with a screw 3.5mm, length 22mm. The package was the right one, but once the screw was given to the surgeon, he found the screw especially long and suggested to check the screw length, the meter told use that the screw had a length of 30mm instead of 22mm." The device was not in contact with the pt, there was no pt injury or adverse consequences reported. The event lead to an increase of surgery time of 5 mins.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.